Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on an unspecified date.

Manufacturer narrative:
On may 25, 2022, mentor became aware that patient bilateral capsular contracture baker grade unknown post procedure. In 2020, patient was involved in a motor vehicle accident which caused bruising and discomfort on her chest wall. A capsulectomy was performed on the left side implant. As a result, patient had an explantation on right side implant on (B)(6) 2022. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown and chest injury. Manufacturer¿s reference number: (B)(4).